Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that "the surgeon was nailing a femur and the impactor broke while hitting the strike plate."